Event description:
Customer alleges the wrong size part received. After installation, the longer back is hitting the lower crossbar and caused it to bend. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that a longer back was installed on the tdxsp-mcg power chair. The longer back is hitting the lower crossbar allegedly bending it. A new seating system is being ordered. No injury alleged.